Event description:
Pelvic pain, hot burning feet and hands, butterfly, migraines, hip pain, back pain, heaving bleeding, severe joint paint, muscle pain, muscle spasms, muscle stiffness, restless leg syndrome, tachycardia, heart palpitations, tmj, vitamin d def, loss of bladder control, insomnia, thyroid levels erratic, irritable bowel syndrome, fibromyalgia, hair growth in unwanted places, hair loss on scalp, numbness in hands and feet, legs and arms, brain shocks, auto immune tests showing positive, then negative, pos ana test, painful intercourse, heart burn, acid reflux,couldn't see driving at night, oily hair, vision changes halo's, hemorrhoids, stabbing pains in vagina and rectum, ovarian cysts,, metal taste in mouth, foul vaginal discharge, dental issues, cracking teeth, short term memory loss, frequent urination, skin boils on head and legs, sores on scalp, no sex drive, dry skin and eyes, nausea, severe bloating, anxiety, depression, panic attacks, chronic fatigue syndrome, coughing all the time, mood swings, dizzy, no appetite, arthritis, easy bruising, heel pain, cold intolerance.